Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Unit had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels. No additional information provided.